Manufacturer narrative:
The coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from the coaguchek xs meter. The customer stated the following results: the meter result was 6.0 inr. The meter result was 3.0 inr an hour later. The meter result was 8.0 inr an hour later. The customer provided this result from the meter memory: the meter result at 8:11 am was 5.3 inr. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
The meter was submitted for investigation and was tested using retention test strips and retention qc (level 2). Investigation results: qc level 2 range: 2..4 ¿ 3.6 inr. Test strip lot 1: 2.7, 2.7, 2.7 inr. Test strip lot 2: 2.7, 2.7, 2.6 inr. The obtained qc results were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results mentioned by the customer were partially observed in the meter¿s result memory. The investigation did not identify a product problem.